Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the blade tip was broken off while the blade was cleaned outside the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.